Event description:
The facility reported that during the middle of medication injection, actual medication name not reported, the syringe became disconnected from the needle. The needle remained in the patient and the medication was administered at a reduced dose.

Manufacturer narrative:
Facility reported that during the middle of medication injection, actual medication name not reported, the syringe became disconnected from the needle. The needle remained in the patient and the medication was administered at a reduced dose. The needle was safely removed without noted injury. Patient was discharged to a skilled nursing facility. The sample was placed into a sharps container and was unable to be returned for evaluation. A definitive root cause could not be determined at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.